Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) as the device no longer functioned. The new system was tested and working as expected following the procedure. The patient also received an inflatable penile prosthesis (ipp) at the time of aus replacement. No patient complications were reported.